Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 24, 2019 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, antibiotics were administered and an enema was performed prior to the procedure. The procedure was done under general anesthesia. Reportedly, hydro dissection was performed prior to reaching the perirectal fat. According to the complainant, during a magnetic resonance imaging (MRI) scan, the physician noted that the spaceoar gel was present in the rectal serosa. Per MRI review, the rectal wall infiltration (rwi) was observed to be just under 25% of the rectal wall circumference. Interventional radiology (ir) pain relief was used post procedure. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable. As of (B)(6) 2020, the patient continued to receive stereotactic body radiation therapy.